Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase to treat lower back pain. In (B)(6) 2024 the patient requested to have the implantable pulse generator (ipg) repositioned due to interference with clothing. On (B)(6) 2024 a surgical revision was performed to move the existing ipg to a more inferior position per the patient's request. During the procedure the physician also placed two new leads in a more medial position to capture a slightly different pain area, also per the patient's request (see MDR 3015425075-2024-00070). Shortly after the surgical revision, the patient noted issues with communication between the ipg and the external therapy discs, causing inadequate pain relief for the patient. Investigation found that the ipg was placed in a position lower on the back where the orientation of the ipg was affected by patient positioning, specifically sitting versus standing. Surgical revision was performed on (B)(6) 2024 to move the ipg to a higher position with more firm tissue.

Manufacturer narrative:
There are no indications that any of the nalu components failed or malfunctioned. The permanent system was placed after a successful trial phase and the implanted components were intended to mimic the trial components. The initial ipg placement interfered with patient clothing as it was close to the waistband area. The first revision was performed at the patient request in order to move the system to a more comfortable position below the clothing waistbands, however the placement inadvertently put the ipg in a more dynamic area of the body, leading to movement of the device as the patient changed positions. The second revision move the ipg to an area above the clothing waistbands, to a more static area of the body with firmer tissue mass to support stability with the device.